Event description:
Catheter failure while deploying coil. Catheter tip was in a ruptured intracranial aneurysm, coil was stuck inside the catheter, and we had to remove the system and re-select with a new catheter. This added unnecessary time to the case, and increased manipulation inside a rupture.